Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated, that she was hospitalized for high blood glucose levels over 600 mg/dl. The customer stated, that she changed the infusion set after being hospitalized and her blood glucose levels were fine after that. Nothing further was reported.